Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level was 220 mg/dl. The customer was advised to remove the battery from his insulin pump for 30 minutes. When the battery was reinserted, the button error alarm persisted. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no up or down button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.